Event description:
A rep dream station auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Secondary findings were observed additionally the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
A rep dream station auto CPAP device was returned to a third-party service center with information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Secondary findings were observed additionally the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Product brand name, material number, catalog item identifier (rfb) and UDI number was updated in this report.